Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient presented with pocket erosion and a (B)(6) infection. The implantable pulse generator (ipg) was explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.